Manufacturer narrative:
Button error alarms due to corroded keypad traces. No moisture damage found on electronics assembly. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to button error alarms. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.